Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a data discrepancy between the pump data and the data on t:connect logs. Reportedly, the contact believed there might be something wrong with the pump because t:connect showed that the customer set a temp rate of 0.3/hr; however, the customer reported a temp rate was not set up. During troubleshooting, tandem technical support (cts) verified that there was no temp rate on the pump. Cts found that the basal rate delivered by the pump last night did match with current pump settings. Cts informed the contact that the pump was functioning as intended; contact acknowledged. Customer's blood glucose level was 165 mg/dl at the time of the call.